Event description:
It was reported that a patient experienced pressure injuries while lying on an isoflex mattress. No specific defect was alleged with the product, and any possible medical intervention was not reported.

Manufacturer narrative:
Unit part number has been updated. It was confirmed that the patient had a stage 2 pressure injury in the coccyx region, which was treated with allevyn dressing. It was further reported that the user did not believe that the surface caused or contributed to the injury, and upon evaluation the unit was found to be within specifications.

Event description:
It was reported that a patient experienced pressure injuries while lying on an isoflex mattress. No specific defect was alleged with the product, and any possible medical intervention was not reported.